Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain. The target lesion was located in the mid left anterior descending (lad) artery with 75% stenosis and was 7 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct placement of a 3.00 x 12 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient reported a 3-week history of retro-sternal chest pain radiating to the back and associated with nausea, shakiness and shortness of breath. Myocardial perfusion study revealed anterior wall reperfusion ischemia. In (B)(6) 2012 angiography was performed which revealed 75% stenosis in the lad "in close proximity" to the stent. The mid lad was treated with a 3.00 x 12 mm ion drug eluting stent which overlapped the study stent proximally. Following post dilatation, the residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).